Manufacturer narrative:
(B) (4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported by a customer complaint that the cannula of the infusion set became detached from the base and may have been lost within the body. The reporter stated that she performed a site change. When removing the set, she found that a portion of the cannula was not attached and thought it may have been left under the skin. The reporter could not confirm or deny that the cannula was still in the patient's skin.